Event description:
It was reported that at follow up electrical "noise" was noted on the elelctrogram telemetered from the lead. The lead was removed, replaced and returned. No patient complications have been reported as a result of this event. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) conductor wear - proximal conductor, defib conductor distorted, several conductors distorted, outer tubing kinked/buckled, inner tubing torn, exposed defib coil with white substance, and blood was noted on distal conductor (not obstructed), several conductors (not obstructed), helix mechanism, and outer tubing overlay; distal segment returned and analyzed.